Event description:
Additional information was received that the patient had a competitive device change out procedure, where it is thought the right ventricular (rv) lead was also taken out of service. The exact date of the procedure along with any further additional information is unknown as a boston scientific field representative was not present at the explant. Thus, the cause of the alerts is unknown. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for tachycardia therapy programmed to other than monitor plus therapy. Two other alerts were also issued on the same day due to a high out of range shock and pacing impedance measurement for the right ventricular (rv) lead. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.